Event description:
It was reported the patient was having issues with recharging starting two days before the date of the report. There were 0-2 coupling boxes, when there used to be 6-8. There were no reported falls or traumas. The implantable neurostimulator (ins) may have been flipped, but the patient was unsure and the flip was unconfirmed. The ins was moving in the patient¿s abdomen. It was also reported the patient had no dramatic weight gain. The next day it was reported the patient was able to charge the past weekend, but was not able to get any coupling bars this week. After using the antenna locate feature, the patient was still only seeing the ¿white coupling.¿ it was reported when the patient bent over the device moved around and the patient could move the device. The patient tried laying on the right, left, and pressing on the ins and continued to only see white coupling bars instead of black bars.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# va00p29, implanted: (B)(6) 2013, product type: lead; product ID: 37744, serial# (B)(4), product type: programmer, patient; product ID: 37754, serial(B)(6), product type: recharger; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 3888-33, lot# v238362, implanted: (B)(6) 2012, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).